Event description:
Caller reported being unable to shut down the pump. There was no adverse impact to the customer's blood glucose level. Customer technical support guided the caller to try different cables and wall adapters, and a pump replacement was approved as the resolution. Cts to replace pump. Caller will use a backup pump for insulin delivery.